Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose of greater than 13.8mmol/l, but less than 27.7mmol/l, with trace ketones, and abdominal pain, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the basal rate had been changed. The basal delivery totals matched the active basal program total. The basal history matched the active basal program settings. The bolus totals matched, and all boluses were recorded as programmed. No alarms or warnings occurred during troubleshooting or were found in the pump history. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Follow-up #1: date of submission 26-mar-2019. The pump was cleared of any malfunction during troubleshooting and the patient was referred back to their health care provider. The initial report was submitted in error. No errors were found with the pump's performance during troubleshooting.

Manufacturer narrative:
Follow-up #2: date of submission 06-aug-2019 device evaluation: the pump has been returned and evaluated by product analysis on 31-jul -2019 with the following findings: a review of the pump¿s pump alarm history showed 30 records of low and empty cartridge warnings and also records of low battery warnings; the cgm warning history recorded 447 cgm warnings. On (B)(6) 2019 loss of prime warnings were verified in the black box due to the user not priming after rewind; loss of prime did not record in the alarm history, but recorded only in black box. During investigation, the pump passed all required testing for delivery accuracy. The total daily dose basal history added up with the basal program. The complaint of the pump not alarming or recording in the history was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. During investigation, the pump passed all required testing for delivery accuracy. The total daily dose basal history added up with the basal program. The complaint of the pump not alarming or recording in the history was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.